Manufacturer narrative:
(B)(4). Further information was requested but not received. The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure on (B)(6) 2020. During procedure, it was noted that the physician was not satisfied with the right ventricular lead parameters. When the physician attempted to unscrew the lead, there was a problem with the helix screw. The right ventricular lead was not used and was replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received noted that the right ventricular lead exhibited high capture threshold.

Event description:
New information received noted that the physician was not satisfied with the pacing threshold, mainly capture of the right ventricular lead. Also, the right ventricular lead exhibited an extend issue with the lead screw.